Event description:
Canadian ref# - 1574. Priming procedure: they prime with 1l of ns, followed by recirculation with a uf. The saline in the circuit is dumped by bleeding in the pt back to the bag. No other changes have occurred in the unit. Access: fistula. No known allergies. No previous reactions to membrane/sterilant. This pt has been on dialysis for a significant period of time (over one year). Pt is a brittle diabetic with a history of coronary problems. Pt originally started on f50 (they start all pts on f50 related to small surface area and biocompatibility of membrane). Pt then dialyzed on a gfs16, then switched to a polyflux 14s for better clearances. In 2002, first run on f70e-fluid goal of 4.2l (not unusual for pt). Bp's were stable until last 30 min, when they dropped. Upon retransfusion, pt developed ambulance to emerg, where pt was contained for several hours, pt developed chest pain. Nitro spray was given x2 with little effect. Pt was transported by ambulance to emerg, where pt was contained for several hours, then discharged home once stabilized. A month later, second run on f70e-bp's stable throughout treatment. Fluid goal 3l. Chest pain on retransfusion. O2 given, chest pain subsided and discharged home. Two days later, third run on f70e-fluid goal 2.2l. Chest pain once again on retransfusion. Same relieved with o2 and ns. Two days later, fourth run on f70e- no problems. Three days later, fifth run on f70e- 3 hrs into run, pt complaining of feeling funny. 200cc of ns given. Chest pain immediately following ns, radiating into left arm. More ns given and chest pain subsided. Two days later, sixth run on f70e- again, chest pain on retransfusion. Nitro spray x2 with relief. Two days later, polyflux 14s- asymptomatic since. No chest pain or retransfusion in any run. No changes made to dry weight or treatment parameters. Companion sample will be sent for eval. Meds: exprex, coumadin, propylthyrocil, quinine sulphate, altace, lasix, lipitor, colace, humolog, kayexalate, and ca co3 and diavites.